Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size occluder was implanted in the patient. On an unknown date, it was noted that the occluder was embolized.

Manufacturer narrative:
An event of device embolization was reported. Possible contributing factors for device embolization include intra-procedural difficulties, interaction of the device, sizing of the device, and challenging anatomy. Abbott requested for operative notes from the procedure, imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. Based on limited information, the cause of the reported embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.